Manufacturer narrative:
(B) (4): physio-control evaluated the device; however, the reported intermittent failure was not verified nor duplicated. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
It was reported by the customer that the device powered off on its own while monitoring a patient and performing an interfacility transport. The customer removed and reseated the batteries, and the device prompted them to "replace the battery". The batteries were both fully charged, showing 4 bars. While this did occur during patient use, it was confirmed that there was no compromise to patient care or adverse event as a result of the failure.